Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15363. It was reported the last time the pt charged his ipg, the pocket site became warm and he experienced pain. The pt stated he continued to feel a dull pain at the ipg site for approx 1.5 weeks afterwards and has not charged his ipg since. The ipg communicates with external devices. The pt was sent a replacement charging system as the next course of action.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would could heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers of shallow implanted ipg and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.